Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving baclofen 2000 mcg/ml at 403.1 mcg/day via an implantable pump. It was reported that a critical alarm was activated on (B)(6) 2016. On (B)(6) 2016, during follow-up, pump and log interrogation revealed the critical alarm was due to multiple reset occurred - low battery messages. The previous day, the eri occurred message was noted, although the estimated eri was at 22 months. After the first low battery reset occurred, the pump went into safe state. Following this, many more low battery resets occurred. The hcp decided to plan pump replacement as soon as possible. The next refill was on (B)(6) 2016. There were no environmental, external, or patient factors that may have led or contributed to the issue. The hcp and representative suspected short circuit of filters. The issue was not resolved. There were no patient symptoms. The patient status was alive - no injury.

Manufacturer narrative:
The pump was noted to have been at minimal rate at 12.4 mcg/day. Analysis revealed the pump battery had high resistance. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.